Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2016 with the following findings: a review of the black box data showed one reboot related to a battery change. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had damaged threads; and was unable to secure on to the pump. Reboots occurred with the returned cap. A test cap was able to secure on to the pump. The pump was then exercised for 24 hours with no power loss. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. Reportedly, the battery cap had stripped threads and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.